Event description:
It was reported that this right ventricular (rv) lead exhibited more than 3000 ohms of impedance bipolar with no capture bipolar at high outputs due to lead fracture. Noise was also noted during the hand squeezed and reproducible. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.